Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced persistent pain near the cuff and pump, as well as urinary incontinence and hematoma. Although no mechanical issues or signs of patient harm were identified, the pain persisted. The hematoma and swelling near the pump site had mostly vanished. A surgical procedure was performed in which the device was explanted. No replacement device was implanted. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced persistent pain near the cuff and pump, as well as urinary incontinence and hematoma. Although no mechanical issues or signs of patient harm were identified, the pain persisted. The hematoma and swelling near the pump site had mostly vanished. A surgical procedure was performed in which the device was explanted. No replacement device was implanted. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically examined, and leak tested. It passed the leakage test, and no damage or abnormalities were observed. The cuff was visually examined and leak tested. Holes were identified in the cuff tubing near the adaptor junction, consistent with damage from a tool or sharp instrument. Fluid loss was also noted at the same location, attributed to this damage. The pump was visually examined, leak and functionally tested. No anomalies were found with the pump, and it passed the leakage and functional test. Product analysis was unable to confirm device malfunction as the return cuff had sharp instrument damage in which is considered a secondary failure. Additionally, the balloon had no lot number provided to perform functional test. Based on the investigation findings, the conclusion code of known inherent risk of device was chosen, as the allegation relates to hematoma, urinary incontinence and pain, which are addressed in the product labeling and risk documentation.